Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes. D10: returned to manufacturer on: 2021-02-09. H6: investigation summary: a photo/video and later a sample were provided by customer of the smartsite which was reported leaking. The video quality is not optimal and the leak is difficult to see. The set was primed and multiple infusions were ran without any leak. The male luer end was occluded and using syringe and saline, fluid was injected into the tubing to try to force a leak. Every port was tested including the port reported by customer as leaking. No leak was noticed. Multiple attempts were made to contact customer for further information as to the conditions that the leak occurred and no more details were provided. The leak was never recreated. Without an adequate photo or evidence of leak, the complaint cannot be verified and the root cause is unknown. Device history could not be checked without a lot number provided. H3 other text : see h10.

Event description:
It was reported that 2 112 in 15 drop IV administration sets experienced leakage. The following information was provided by the initial reporter: material #: mx9128 batch/ lot #: unknown. They have had issues the last couple of days with leaking from cap closest to the bag.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that 2 112 in 15 drop IV administration sets experienced leakage. The following information was provided by the initial reporter: material #: mx9128, batch/ lot #: unknown. They have had issues the last couple of days with leaking from cap closest to the bag.